Event description:
The hospital reported t.w. Power supply s/n (B)(4) used for an endoscopic vein harvesting procedure was no longer working and they were receiving an overload error when testing it. The device failed to deliver energy. This was discovered in between cases so no patient was involved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. The power supply as well as the extension cable was returned for evaluation. There were no visual defects observed on either the power supply or the returned extension cable. An electrical evaluation was conducted. A reference power cord was attached to the power supply and the device was switched on. The green light was observed to indicate that there was power to the device. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An electrical evaluation was also conducted with the returned power cord. The returned power cord was attached to the power supply and the device was switched on. The green light was observed to indicate that there was power to the device. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy " was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.